Event description:
Customer reported they were unable to obtain complete trended data from the dpm central station on a pt who expired. Customer did not attribute the pt's death to the device and no device malfunction was reported.

Manufacturer narrative:
It was determined that the customer had removed the pt from a dpm bedside monitor to perform cardioversion and did not readmit the pt back to the system; therefore, no data was available.